Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having trouble with her device charging. She was at one bar at the time of the report and the recharger was just showing an hourglass and some other symbols and wasn't charging. Additional information received reported that the implantable neurostimulator (ins) didn't help the pain and didn't work. The patient asked for help and for help to find a doctor but hadn't found one yet. The patient stated this was the second time I have a dead machine in me and never got any help. Additional information received from the patient reported that the ins was dead. The patient attempted using both the ins recharger (insr) and the patient programmer (pp) and neither would connect. A trickle charge was done for 2 days with a manufacturer representative (rep) with no success. The patient was scheduled for replacement on friday. The patient had been unable to provide a date for the ins being dead but it was noted to be mid to late summer. The doctor had done a test after the patient had met with the rep and then scheduled replacement. Additional information received from the rep in response to follow-up reported that she had been made aware that the ins couldn't be recovered in (B)(6) 2015. She had been told that the ins had been dead for quite a while. By the time the physician mode recharge (pmr) was attempted, it had already been a long time since it had died. The patient had been unable to get help with it in the past and she couldn't get it charged up. The ins had been replaced and was disposed of by the hospital. The rep had become aware of the replacement after speaking with the healthcare provider's office in (B)(6) 2015. The specific date was not known. The rep had spoken with the patient a couple nights ago and the patient was receiving effective therapy from their new device. A follow-up appointment was noted for (B)(6) 2016. Relevant medical history included failed back surgery syndrome.